Event description:
The customer contact reported inability to prime. The tubing set was to be used to deliver an unspecified volume of an unspecified nutrition solution, at an unspecified rate. It was reported that during priming prior to pt use, the tubing set did not allow passage of nutrition and showed occlusion. No specific details were provided. It was reported that the tubing set was replaced. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The internal affiliate was contacted and info on reprocessing of the device was requested. No response has been rec'd. This report represents all the info known by the rptr upon query by hospira personnel.